Event description:
It was reported that this right ventricular (rv) defibrillation lead was noted to have dislodged and resulted in a perforation and pericarditis. Surgical intervention was undertaken. The lead was successfully repositioned and a pericardiocentesis was performed. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.